Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed. Event of dvt was assessed as serious because no information is available if the patient did or did not experience any clinical symptoms, if event was or was not treated with medications or procedures. Event assessed as possibly related to the icy catheter due to the fact that event was reported by the customer. Dvt is a known complication of central catheters of any kind. There is no information what clinical condition brought this patient to the hospital. However, usually patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104].

Event description:
As reported, on (B)(6) 2018, there was two patients with deep vein thrombosis (dvt). No further information provided. For reference of related events: 3010617000-2018-01216 for first patient